Manufacturer narrative:
Block a1: patient identifier: (B)(6). Block e1: initial reporter facility name: (B)(6) hospital (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the intestinal tract in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2026. During the procedure, the slider was retracted to tighten it; it was very tight. The clip could not be deployed and separated. The physician attempted to push the slider back and forth, but the same problem occurred. The clip was detached halfway. Additionally, it was reported that abnormally high resistance was felt before the handle spool reached the end of the stroke. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.